Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient who was receiving morphine 20 mg/ml; 1.7mg/ml via an implantable pump. Indication for use was failed back surgery syndrome and non-malignant pain. The date of the event was (B)(6) 2018. It was reported the patient went to the emergency room (ER) stating his pump was overdosing him. The ER was instructed to place a magnet over the pump to stall it. The pump was interrogated, and it was noticed that it had stalled and recovered once before the magnet was placed over it. No environmental/external/patient factors may have led or contributed to the issue. The healthcare provider (hcp) was unable to withdraw anything from the catheter. The doctor did not believe anything was wrong with the pump and that it was instead a catheter issue. Per the hcp, the patient was not in overdose but was possibly in a slight withdrawal. The hcp tied off the old catheter, removed the pump, and replaced the entire system on (B)(6) 2018. The issue was resolved, and patient status was alive-no injury. Patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The cause of the motor stall was not determined. The cause of the inability to aspirate the catheter was not determined.